Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went to a black screen during medication removal and was not detected on the bus. A field service engineer (fse) initially replaced the power cord, suspecting it to be the cause. The fse attempted to pull an mpar, but the data was outdated, so the station was accessed directly. The fse opened the back of the unit and inspected all lights, drawers, and module boards, everything appeared normal. The fse logged into the hardware test application (hta) and tested all pockets and drawers, with no failures observed. The station was rebooted into the application. Finally, the fse replaced the power supply after powering down the medstation, then powered it back on and launched the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device went to black screen and was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.